Manufacturer narrative:
A new prescription for a revision surgery has been received. The date for the revision surgery is not yet known. A supplemental report will be submitted.

Event description:
It has been reported that the patient requires a revision of their proximal femoral mig implant due to wearing of the acetabular component. Ref: (B)(4).

Manufacturer narrative:
An event regarding acetabular wear involving a proximal femur mig was reported. There is no indication that the reported patient acetabular bone wear is device related. The event was not confirmed. The surgeon cancelled the revision device pin 20386 and no further information has been provided as the patient's condition was considered to be unrelated to the implanted device. The proximal femur mig remains implanted. The exact cause of the event could not be determined because insufficient information was provided. During review of the available information by the design department it has been reported that the patient acetabular bone wear may be related to patient conditions. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Please note that upon further investigation, it was confirmed that the device which is the subject of this complaint is a proximal femur minimally invasive grower implant. The proximal femur minimally invasive grower implant is not marketed in the us, nor is a similar device marketed in the us.

Event description:
It has been reported that the patient requires a revision of their proximal femoral mig implant due to wearing of the acetabular component. This is a supplemental report to 3004105610-2016-00088 ((B)(4)).